Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Bd received samples from the customer facility for investigation. The samples were evaluated and the customer¿s indicated failure mode for holes in the tubing with the incident lot was not observed. Additionally, a review of the manufacturing records was completed for the incident lot and no issues were identified. Bd has initiated a CAPA (B)(4) to document further investigation and root cause of this product issue. Conclusion: refer to CAPA (B)(4) for complete documentation and action plans. Information will be captured on trend reports and monitored monthly.

Event description:
It was reported that bd vacutainer® push button blood collection set with luer adapter leaked blood during collection from a hole in the tubing. No serious injury, no medical interventions.